Manufacturer narrative:
The root cause of the reported clinical observations was not identified. The suspected cause was reported to be due to a lead issue. However, there was no visible lead damage via x-ray or fluoroscopy. A review of the system data by a boston scientific technical services consultant did not identify any capture issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due a rate of 25-27 bpm and feeling lethargic. System evaluation noted loss of capture, elevated threshold measurements and elevated pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.